Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right"), device expulsion ("ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right") and device dislocation ("essure insert found in parietal peritoneum") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement:on right insert not visible after placement, it was decided to place another insert" on (B)(6) 2013. The patient's past medical history included menorrhagia, endometrial hyperplasia, ectopic pregnancy, hypersomnia, nickel sensitivity in 1983 and uterine abrasion on (B)(6) 2013. Previously administered products included for an unreported indication: stediril in 2013 and implanon. Past adverse reactions to the above products included metrorrhagia with implanon. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced impaired healing ("delayed wound healing"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary incontinence ("urinary incontinence on effort, characterised as imperious urge to urinate"), micturition urgency ("urinary incontinence on effort, characterised as imperious urge to urinate"), amenorrhoea ("amenorrhoea for 5 months after placement of essure"), menometrorrhagia ("menometrorrhagia"), uterine adhesions ("adhesion between anterior wall (uterine) and omentum") and abdominal adhesions ("adhesion between anterior wall (uterine) and omentum"). The patient was treated with surgery (laparoscopy on (B)(6) 2014, removal of the two inserts by traction with no difficulties) and surgery (essure removal with no difficulties during delivery by c-section on (B)(6)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, urinary incontinence, micturition urgency, amenorrhoea, menometrorrhagia, uterine adhesions, abdominal adhesions and impaired healing outcome was unknown. The reporter considered abdominal adhesions, amenorrhoea, device dislocation, device expulsion, embedded device, impaired healing, menometrorrhagia, micturition urgency, urinary incontinence and uterine adhesions to be related to essure. The reporter commented: on (B)(6) 2014, hysterography was performed secondary to the patient¿s desire to become pregnant again, found an essure insert in the right part of her pelvic area. After undergoing artificial insemination abroad, the patient gave birth to twins on (B)(6). During delivery by caesarean section, the essure insert was found in the parietal peritoneum and was removed. Diagnostic results: (B)(6) 2013: ultrasound showed insert clearly visible on either side, penetrating 13 mm into the myometrium on left and 8 mm on right. (B)(6) 2014: visualization of an essure insert in horizontal plane in right part of pelvic area. The uterine tubes appeared to be impermeable bilaterally. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: embedded device the analysis in the global safety database revealed (B)(4) cases. Device expulsion the analysis in the global safety database revealed (B)(4) cases. Device dislocation the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right'), device expulsion ('ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right'), device dislocation ('essure insert found in parietal peritoneum') and device breakage ('breakage of one insert during removal') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement:on right insert not visible after placement, it was decided to place another insert" on (B)(6) 2013. The patient's medical history included menopause in 2018, endometrial hyperplasia (pathological anatomy examination confirmed that endometrial lesion was benign in 2013. Endometrial thermocoagulation was refused by the patient) in 2013, uterine abrasion on (B)(6) 2013, abdominoplasty in 2012, ectopic pregnancy with intrauterine device in 2005, road traffic accident (due to hypersomnia. Face and head injuries with loss of consciousness) in 1997, nickel sensitivity in 1983, vesicoureteral reflux in 1971, menorrhagia, hypersomnia, parity 2 (1996 and 1998), appendectomy, pregnancy on oral contraceptive, abortion, penicillin allergy, allergic reaction to antibiotics, ankle sprain and knee sprain. Previously administered products included for an unreported indication: stediril in 2013, implanon, modiodal 4 tablets daily and minidril. Past adverse reactions to the above products included metrorrhagia with implanon. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced impaired healing ("delayed wound healing"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("bilateral abdominal pain"), menometrorrhagia ("menometrorrhagia"), amenorrhoea ("amenorrhoea for 5 months after placement of essure"), uterine adhesions ("adhesion between anterior wall (uterine) and omentum"), peritoneal adhesions ("adhesion between anterior wall (uterine) and omentum"), adenomyosis ("adenomyosis"), complication of device removal ("complication of device removal"), stress urinary incontinence ("urinary incontinence on effort, characterised as imperious urge to urinate") and micturition urgency ("urinary incontinence on effort, characterised as imperious urge to urinate"). The patient was treated with surgery (essure removal with no difficulties during delivery by c-section on (B)(6) 2017 and laparoscopy on (B)(6) 2014, removal of the two inserts by traction with no difficulties). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device dislocation, device breakage, uterine adhesions, peritoneal adhesions, adenomyosis, impaired healing and micturition urgency outcome was unknown and the abdominal pain, menometrorrhagia, amenorrhoea and stress urinary incontinence had resolved. The reporter considered abdominal pain, adenomyosis, amenorrhoea, complication of device removal, device breakage, device dislocation, device expulsion, embedded device, impaired healing, menometrorrhagia, micturition urgency, peritoneal adhesions, stress urinary incontinence and uterine adhesions to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2014, hysterography was performed secondary to the patient¿s desire to become pregnant again, found an essure insert in the right part of her pelvic area. In (B)(6) 2015, in vitro fertilization failure. On (B)(6) 2016, it was successful implantation of 2 embryos. After undergoing artificial insemination abroad, the patient gave birth to twins on (B)(6) 2017. During delivery by caesarean section, the essure insert was found in the parietal peritoneum and was removed. No plain abdomen xray was performed before removal to identify the location of the essure inserts. No plain abdomen xray was performed after removal to check if they were correctly and completely removed. During removal, the physician broke one of the two inserts placed on right and made her think she removed the two inserts. The physician reported that it was the first time she performed essure insertion. No more pelvic pain since removal of the insert during c-section on (B)(6) 2017. Menopause at 52 years old. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: showed presence of one entire essure insert located in right side of the pelvis. The uterine tubes appeared to be impermeable bilaterally. Ultrasound scan - on (B)(6) 2013: insert clearly visible on either side, penetrating 13 mm into the myometrium on left and 8 mm on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical history added (penicillin and bactrim allergies; right ankle and knee sprains; menopause). In (B)(6) 2015, in vitro fertilization failure. On (B)(6) 2016, it was successful implantation of 2 embryos. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right"), device expulsion ("ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right") and device dislocation ("essure insert found in parietal peritoneum") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement:on right insert not visible after placement, it was decided to place another insert" on (B)(6) 2013. The patient's past medical history included menorrhagia, endometrial hyperplasia, ectopic pregnancy, hypersomnia, nickel sensitivity in 1983 and uterine abrasion on (B)(6) 2013. Previously administered products included for an unreported indication: stediril in 2013 and implanon. Past adverse reactions to the above products included metrorrhagia with implanon. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced impaired healing ("delayed wound healing"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), stress urinary incontinence ("urinary incontinence on effort, characterised as imperious urge to urinate"), micturition urgency ("urinary incontinence on effort, characterised as imperious urge to urinate"), amenorrhoea ("amenorrhoea for 5 months after placement of essure"), menometrorrhagia ("menometrorrhagia"), uterine adhesions ("adhesion between anterior wall (uterine) and omentum"), peritoneal adhesions ("adhesion between anterior wall (uterine) and omentum"), abdominal pain ("bilateral abdominal pain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopy on (B)(6) 2014, removal of the two inserts by traction with no difficulties) and surgery (essure removal with no difficulties during delivery by c-section on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, micturition urgency, uterine adhesions, peritoneal adhesions, impaired healing and adenomyosis outcome was unknown and the stress urinary incontinence, amenorrhoea, menometrorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, amenorrhoea, device dislocation, device expulsion, embedded device, impaired healing, menometrorrhagia, micturition urgency, peritoneal adhesions, stress urinary incontinence and uterine adhesions to be related to essure. The reporter commented: on (B)(6) 2014, hysterography was performed secondary to the patient¿s desire to become pregnant again, found an essure insert in the right part of her pelvic area. After undergoing artificial insemination abroad, the patient gave birth to twins on (B)(6) 2017. During delivery by caesarean section, the essure insert was found in the parietal peritoneum and was removed. Diagnostic results: (B)(6) 2013: ultrasound showed insert clearly visible on either side, penetrating 13 mm into the myometrium on left and 8 mm on right. (B)(6) 2014: visualization of an essure insert in horizontal plane in right part of pelvic area. The uterine tubes appeared to be impermeable bilaterally. Most recent follow-up information incorporated above includes: on 30-oct-2018: event outcome added. Events "bilateral abdominal pain" and "adenomyosis" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right'), device expulsion ('ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right'), device dislocation ('essure insert found in parietal peritoneum') and device breakage ('breakage of one insert during removal') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement:on right insert not visible after placement, it was decided to place another insert" on (B)(6) 2013. The patient's medical history included endometrial hyperplasia (pathological anatomy examination confirmed that endometrial lesion was benign in 2013. Endometrial thermocoagulation was refused by the patient.) In 2013, uterine abrasion on (B)(6) 2013, abdominoplasty in 2012, road traffic accident (due to hypersomnia. Face and head injuries with loss of consciousness) in 1997, nickel sensitivity in 1983, vesicoureteral reflux in 1971, menorrhagia, ectopic pregnancy with contraceptive device, hypersomnia, parity 2 (1996 and 1998), appendectomy, pregnancy on oral contraceptive and abortion. Previously administered products included for an unreported indication: stediril in 2013, implanon, modiodal 4 tablets daily and minidril. Past adverse reactions to the above products included metrorrhagia with implanon. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced impaired healing ("delayed wound healing"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("complication of device removal"), stress urinary incontinence ("urinary incontinence on effort, characterised as imperious urge to urinate"), micturition urgency ("urinary incontinence on effort, characterised as imperious urge to urinate"), amenorrhoea ("amenorrhoea for 5 months after placement of essure"), menometrorrhagia ("menometrorrhagia"), uterine adhesions ("adhesion between anterior wall (uterine) and omentum"), peritoneal adhesions ("adhesion between anterior wall (uterine) and omentum"), abdominal pain ("bilateral abdominal pain"), adenomyosis ("adenomyosis") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (essure removal with no dificulties during delivery by c-section on (B)(6) 2017 and laparoscopy on (B)(6) 2014, removal of the two inserts by traction with no difficulties). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, device breakage, micturition urgency, uterine adhesions, peritoneal adhesions, impaired healing, adenomyosis and metrorrhagia outcome was unknown and the stress urinary incontinence, amenorrhoea, menometrorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, amenorrhoea, complication of device removal, device breakage, device dislocation, device expulsion, embedded device, impaired healing, menometrorrhagia, metrorrhagia, micturition urgency, peritoneal adhesions, stress urinary incontinence and uterine adhesions to be related to essure. The reporter commented: on (B)(6) 2014, hysterography was performed secondary to the patient¿s desire to become pregnant again, found an essure insert in the right part of her pelvic area. After undergoing artificial insemination abroad, the patient gave birth to twins on (B)(6) 2017. During delivery by caesarean section, the essure insert was found in the parietal peritoneum and was removed. No plain abdomen xray was performed before removal to identify the location of the essure inserts.no plain abdomen xray was performed after removal to check if they were correctly and completely removed. During removal, the physician broke one of the two inserts placed on right and made her think she removed the two inserts.the physician reported that it was the first time she performed essure insertion. No more pelvic pain since removal of the insert during c-section on (B)(6) 2017. Menopause at 52 years old. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: showed presence of one entire essure insert located in right side of the pelvis. (B)(6) 2013: ultrasound showed insert clearly visible on either side, penetrating 13 mm into the myometrium on left and 8 mm on right. (B)(6) 2014: visualization of an essure insert in horizontal plane in right part of pelvic area. The uterine tubes appeared to be impermeable bilaterally. Most recent follow-up information incorporated above includes: on 19-mar-2020: events (menorrhagia, breakage of one insert during removal, complication of device removal), medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right'), device expulsion ('ultrasound showed insert penetrating 13 mm into the myometrium on left and 8 mm into the myometrium on right'), device dislocation ('essure insert found in parietal peritoneum') and device breakage ('breakage of one insert during removal') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure placement:on right insert not visible after placement, it was decided to place another insert" on (B)(6) 2013. The patient's medical history included endometrial hyperplasia (pathological anatomy examination confirmed that endometrial lesion was benign in 2013. Endometrial thermocoagulation was refused by the patient) in 2013, uterine abrasion on (B)(6) 2013, abdominoplasty in 2012, road traffic accident (due to hypersomnia. Face and head injuries with loss of consciousness) in 1997, nickel sensitivity in 1983, vesicoureteral reflux in 1971, menorrhagia, ectopic pregnancy with intrauterine device, hypersomnia, parity 2 (1996 and 1998), appendectomy, pregnancy on oral contraceptive and abortion. Previously administered products included for an unreported indication: stediril in 2013, implanon, modiodal 4 tablets daily and minidril. Past adverse reactions to the above products included metrorrhagia with implanon. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced impaired healing ("delayed wound healing"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("bilateral abdominal pain"), menometrorrhagia ("menometrorrhagia"), amenorrhoea ("amenorrhoea for 5 months after placement of essure"), uterine adhesions ("adhesion between anterior wall (uterine) and omentum"), peritoneal adhesions ("adhesion between anterior wall (uterine) and omentum"), adenomyosis ("adenomyosis"), complication of device removal ("complication of device removal"), stress urinary incontinence ("urinary incontinence on effort, characterised as imperious urge to urinate") and micturition urgency ("urinary incontinence on effort, characterised as imperious urge to urinate"). The patient was treated with surgery (essure removal with no difficulties during delivery by c-section on (B)(6) 2017 and laparoscopy on (B)(6) 2014, removal of the two inserts by traction with no difficulties). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device dislocation, device breakage, uterine adhesions, peritoneal adhesions, adenomyosis, impaired healing and micturition urgency outcome was unknown and the abdominal pain, menometrorrhagia, amenorrhoea and stress urinary incontinence had resolved. The reporter considered abdominal pain, adenomyosis, amenorrhoea, complication of device removal, device breakage, device dislocation, device expulsion, embedded device, impaired healing, menometrorrhagia, micturition urgency, peritoneal adhesions, stress urinary incontinence and uterine adhesions to be related to essure. The reporter commented: on 19 (B)(6) 2014, hysterography was performed secondary to the patient¿s desire to become pregnant again, found an essure insert in the right part of her pelvic area. After undergoing artificial insemination abroad, the patient gave birth to twins on 27 (B)(6) 2017. During delivery by caesarean section, the essure insert was found in the parietal peritoneum and was removed. No plain abdomen xray was performed before removal to identify the location of the essure inserts. No plain abdomen xray was performed after removal to check if they were correctly and completely removed. During removal, the physician broke one of the two inserts placed on right and made her think she removed the two inserts. The physician reported that it was the first time she performed essure insertion. No more pelvic pain since removal of the insert during c-section on (B)(6) 2017. Menopause at 52 years old. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: showed presence of one entire essure insert located in right side of the pelvis. The uterine tubes appeared to be impermeable bilaterally. Ultrasound scan - on (B)(6) 2013: insert clearly visible on either side, penetrating 13 mm into the myometrium on left and 8 mm on right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.